Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to and including the last log entry on the (B)(6) 2015. The returned pad-pak was inserted into the device and passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device powered off normally with a flashing green status led. Investigation found the device performed to specification throughout the history log. The device history log showed no evidence that the device had entered fault mode. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy.